Event description:
It was reported that when using the bd pyxis medstation system, the station was down and displayed an unidentified device with a blank database screen, which prevented the user from accessing medications. The customer mentioned that there was no delay in patient care, as the user was able to recover or use alternative means to obtain medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was down due to a software malfunction. A field service engineer attempted synchronization, however, it failed due to some windows service errors. Consequently, the engineer reimaged the station with the latest 1.6.1 image and performed data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site